Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that sample probe cleaner dripped onto the operator's forehead from the dimension exl 200 instrument. The customer observed that the drain line connection was separated and a siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument, replaced the sample drain, performed alignments, and ran systems check tests and quality controls (qcs), which resulted acceptably. The cause of the operator's exposure to sample probe cleaner was a separated drain line connection. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An operator of a dimension exl 200 instrument was exposed to sample probe cleaner while performing troubleshooting on the instrument. The sample probe cleaner dripped onto the operator's forehead. The operator washed off the solution sample probe cleaner and did not require medical intervention. There are no known reports of adverse health consequences due operator's exposure to sample probe cleaner.